Event description:
The customer reported a shock equipment malfunction message. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a shock equipment malfunction message. There was no pt involvement. The call center advised the customer to replace the therapy pca. The customer ordered both a therapy and processor pca. The customer replaced the therapy pca and processor pca. After replacement of these parts the device passed all testing and was returned to service. We are unable to determine the cause of the malfunction as multiple parts were replaced.